Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a colosotomy takedown, after firing and removing the stapler, only one intact donut was retrieved instead of (B)(6). Proctoscopy was performed to insufflate the colon under water which proved a leak in the anastomosis behind the bladder. It was repaired by using several sutures. The patient underwent procotoscopy and insulfflation of the colon and no evidence of leakage of air was noted after the repair. Due to the concern for the integrity of the second anastomosis, a small bowel anastomosis and loop transverse colostomy in left upper quadrant was performed. Total estimated blood loss was approximately 1500ml. The patent tolerated the procedure well. Patient was returned to surgical intensive care unit in stable condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.